Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump¿s act button was harder to press. The customer¿s blood glucose level was 216 mg/dl. The customer also reported that the buttons were not responding. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.